Event description:
This procedure was performed in (B)(6). During procedure, the physician experienced that the marathon microcatheter could not be removed after using onyx 18. For that reason, the physician used the 4mm micro snare to retrieve the microcatheter. Removal of microcatheter was successful but a hemorrhage was observed. Then the physician performed occluding treatment for the va parent vessel. Additional information received notes that the patient has been diagnosed with brain death.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The microsnare wire was received for evaluation. We did not receive any cine images from the procedure. The snare wire hoop was exposed beyond the catheter. The snare hoop did not exhibit any damage or deformation that would indicate any clinical complications. The heat shrink jacket the covers most of the snare wire core exhibited longitudinal cuts and stretching of the jacket over the proximal tip of the core wire. The distal tip of the catheter did not exhibit any deformation related to the tensile (translated to compressive) forces referenced.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).